Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports buttons not responding. Customer was not able to complete troubleshoot due to not being able to see serial number on insulin pump because of designs on the back on insulin pump. Customer will call back with more info. No further info provided.